Manufacturer narrative:
The returned device was evaluated and the device was returned with the cannula fully deployed and the slide insert was visible in the viewing window. No damages or defects were found with the needle mechanism that would cause the needle to deploy early. The downloaded data returned an 0x1c alarm, indicating ¿pump has reached the pump expiration time ¿. The device ran for 80:00 hours and 2211 pluses before alarming and then deactivating. The downloaded data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient activated a pod, upon removal of the needle guard the needle had deployed early. The pod was not worn.